Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated at 10atm for 60seconds but it ruptured upon second inflation at 4atm for about 4 seconds. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.